Manufacturer narrative:
The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent a short, simulated therapy and the pump infused according to product specifications. The event history log was reviewed which showed care area: ed/critical care, drug selected: norepinephrine concentration: 16 mg/250ml, weight 133kg, primary maintenance dose 0.07mcg/kg/minute, primary maintenance vtbi 250ml. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The investigation is currently ongoing, a final report will be submitted upon completion.

Event description:
It was reported a novum iq large volume pump was not infusing even though the screen displayed it was infusing. During an unspecified infusion, the pump was not infusing even though the screen displayed it was infusing and no drips were observed in the drip chamber of an unknown tubing set. The patient¿s central tubing line had good blood return. The history log showed the pump was functioning as intended until approximately one hour prior to the end of the infusion when unspecified ¿alarms¿ were noted. The patient¿s blood pressure ¿dropped during the incident.¿ no further information was available at the time of this report.